Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) for high blood glucose as well as diabetes ketoacidosis. Blood glucose reading was 589mg/dl. Customer experiencing symptoms like vomit. The customer was treated with insulin drip, intravenous. Customer did not allege pump was under delivery. Customer stated that they were using auto mode. The customer¿s current blood glucose reading was 385 mg/dl. The customer will continue use of the insulin pump.